Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: a piece of the trocar broke and fell into the pt's pelvis. The piece was recovered and removed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. No pt injury was reported.